Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: malposition of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses suffered from bilateral malposition of the devices. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6) 2021. The saline devices were accidentally punctured during explantation surgery and were subsequently discarded. This medwatch report is for the patient¿s right breast prosthesis.